Manufacturer narrative:
Batch review performed on 30-jan-2024 lot 2305872: 24 items manufactured and released on 21-jun-2023. Expiration date: 2028-06-07. No anomalies found related to the problem. To date, 23 items of the same lot have been sold with no similar reported case during the period of review. Additional implants involved, batch review performed on 30-jan-2024: gmk-sphere 02.12.0004l femoral component sphere cemented size 4 l (k121416) lot 2307456: 108 items manufactured and released on 21-jun-2023. Expiration date: 2028-06-04. No anomalies found related to the problem. To date, 93 items of the same lot have been sold with no similar reported case during the period of review. Gmk-sphere 02.12.e0410fl tibial insert fixed sphere flex size 4/10 mm l e-cross (k202022) lot 2307912: 75 items manufactured and released on 11-may-2023. Expiration date: 2028-04-24. No anomalies found related to the problem. To date, 63 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 4 months after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.